Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown synthes dynamic compression plate (dcp)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: qureshi, ma. Et al (2006), spinal surgery in earthquake victims, park armed forces medical journal, vol. 56(4), pages 382-389 (pakistan). The aim of this study is to document the data for spinal injury operations performed on these earthquake victims and to analyze the results. Between october 2005 and august 2006, a total of 110 patients (48 male and 62 female) with a mean age of 28 years (range, 8-65 years) were included in the study. Of these patients, 5 patients were treated with unknown synthes universal spine system. 1 patient were treated with unknown synthes dynamic compression plate (dcp). 6 patients were treated with unknown synthes fixator internee. Follow-ups were done at unknown dates. The article did not specify which devices were being used to capture the following complications: 1 patient had screw malpositioned. 4 patients had neurological deterioration to 1 level downwards. 1 patient had blocked catheter that required us guided rupture. 1 patient had du perforation. 11 patients had neurogenic pain. 10 patients had pressure sores 1 patient had pressure sores and dvt. 1 patient had seroma. 3 patients had spasticity. 8 patients had wound infection. 1 pt had 6 reoperations due to wound infection, ultimately implants were removed and infection settled 1 pt had reoperation due to implant failure necessitating revision surgery 2 pts had reoperation due to implant failure - implant was removed after healing of fr 25% of the population had poor correction of deformity 98% pts had no or mild pain which could easily be ignored. Around 50 patients had mild pain, less than 10 had moderate and severe pain (fig 10) 1 post-operative death. This report captures the reported adverse events of wound infection, reoperations due to wound infection, reoperation due to implant failure, poor correction of deformity and severe pain. This report is for an unknown synthes dynamic compression plate (dcp). This is report 3 of 4 for (B)(4).